Event description:
The incident occurred during use of the maxi 500 arjo floor lift. The exact circumstances are still being determined. No malfunction of the device has been found. The patient sustained multiple traumatic injuries, including head laceration and extensive skin tear. Emergency medical services were activated and the patient was transported to the hospital.